Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2129709. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm the hub separated. There was no report of patient impact. The following information was provided by the initial reporter: needle hub separated inside of the shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm the hub separated. There was no report of patient impact. The following information was provided by the initial reporter: needle hub separated inside of the shield.